Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number provided is not valid. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced blood glucose levels in the 300 mg/dl range while wearing the pod between 4 and 24 hours on the abdomen. The patient reported that the pink slide did not move forward, indicative of a needle mechanism failure. The patient also reported insulin observed at the pod site along with local irritation. No treatment details were provided.